Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure approximately four months ago and mesh was implanted and fixated with protacks. The patient underwent a reoperation due to a hernia recurrence. The surgeon found that the mesh had adhered to the omentum and it had patchy tissue integration into the peritoneum. A new mesh was implanted and fixated with transfascial sutures and straps. Additional information was requested.